Manufacturer narrative:
The event of "capsular contracture¿ is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported right side exchange due to recall and capsular contracture, baker grade IV. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis identified two devices both had crease folds, the patch had a dark ring, white calcification, one device appears intact, the other appeared to have a hole. It was not possible to determine which side the devices belong to since they were not identified.

Event description:
Healthcare professional reported right side exchange due to recall and capsular contracture, baker grade IV. Device has been explanted.